Event description:
The accounts maintenance stated a nurse saw the head and knee sections of the bed start to rise unintentionally. The accounts maintenance could not duplicate the malfunction.

Manufacturer narrative:
Repairs have not been completed.